Event description:
It was reported there was an intermitted loss of video or live image. There is no report of death or serious injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The failure could not be duplicated. As a precaution, the lemo connector and interconnect cable were replaced. The system was tested and found to be working as intended and put into service.